Event description:
An adverse event occurred in june 2023 involving burns to a patient's abdomen during a trusculpt treatment. An investigation was initiated at that time in collaboration with the treating clinic. The burns were reported by the clinic to be approximately 80-95% healed during follow-up and based on clinical assessment and available information at the time, the incident was not deemed to meet FDA reportability criteria. The device was not returned or evaluated, as there was no indication of a malfunction or failure. The root cause of the incident was determined to be use error. Updated information: in may 2025, the clinic provided a follow-up photo of the treated area, which showed evidence of scar formation at the sites of the original burns. No new or ongoing adverse events have been reported by the clinic since the initial incident in (B)(6) 2023. Conclusion: the event has been reassessed in light of the updated clinical information, and this report is being submitted in accordance with FDA requirements. The device functioned as intended, and no device-related malfunction contributed to the outcome. The root cause remains attributed to use error.